Event description:
The patient was hospitalized for 3 weeks in (B) (6) 2009 for locked bowel and a paralyzed stomach (see mfg report # 3004209178-2010-01911). After the hospitalization, the patient felt intermittent stimulation and then no stimulation sensation. The patient experienced a loss of therapeutic effect, shocking at the lead, and a needle-poking feeling at the implantable neurostimulator site. The patient had been exposed to a security gate at a retailer while the device was on. The patient programmer was working; the recharger had excellent coupling. Therapy amplitude was increased from 1.3 to 4.0 volts with no change. The patient was redirected to his hcp. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4)